Event description:
It was reported that a 7f engage introducer was selected for use following a peripheral intervention. The sheath was removed and was not intact. A piece remained in the patient. Surgery was performed to remove the device and the patient tolerated the procedure well and has recovered.

Manufacturer narrative:
A f/u report will be sent at completion of investigation.